Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the wake button "sticks and is unresponsive". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.